Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the primary pressure reducer failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The distributor reported to olympus, the cavity of the patient was not insufflated when using high flow insufflation unit during a laparoscopic cholecystectomy. The procedure was completed with another manufacturer¿s (karl storz) insufflator. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed and was caused by a faulty primary pressure reducer. In addition, oil stains were found in the gas tube from the primary pressure reducer, the rear panel had a dent and the rubber damper was ripped. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.